Event description:
It was reported to boston scientific corporation on january 11, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted in the part of the duodenum to treat a stenosis due to pancreatic cancer during a gastroenteroanastomosis procedure performed on (B)(6) 2023. During the procedure, the stent was fully deployed; however, the stent failed to expand and moved out of its position. The stent was removed from the patient using graspers. The puncture site was closed with ovesco clip and another axios stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Note: it was reported that the axios stent was intended to be placed in the duodenum to treat a stenosis. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement to treat a stenosis in the duodenum.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdr f device code a1502 captures the reportable event of stent positioning issue. Block h10: an axios stent and electrocautery enhanced delivery system were received for analysis. Visual examination of the returned device found the stent fully deployed and expanded. The delivery system was received with a non-boston scientific guidewire stuck and was returned in position 2. The stent and delivery system were inspected, and no damages were noted. A media inspection was performed of a photo provided by the complainant, and it was observed that the flanges of the stent was not fully expanded. The investigation concluded that there is not enough evidence to determine whether the guidewire was stuck in the delivery system due to the physician's technique, the procedural and anatomical conditions during the reported event, or whether it was related to a device malfunction during the procedure. The reported event of stent failure to expand was confirmed. The reported event of stent positioning issue cannot be confirmed as this occurred during the procedure, and it is not possible to replicate in the laboratory of analysis. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was implanted to treat a duodenal stenosis. The IFU states, "the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The device is not indicated for placement to treat a stenosis in the duodenum. Additionally, improper axios stent placement is a known potential complication associated with the use of the device in the manufacturer's labeling. Taking all available information into consideration, the investigation concluded that the reported event was likely due to factors encountered during the procedure. It may be that lesion characteristics, how the device was handled and/or the technique used by the physician, limited the performance of the device and contributed to the reported events. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure. Block h11: blocks h6 (device codes) has been corrected.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted in the part of the duodenum to treat a stenosis due to pancreatic cancer during a gastroenteroanastomosis procedure performed on (B)(6) 2023. During the procedure, the stent was fully deployed; however, the stent failed to expand and moved out of its position. The stent was removed from the patient using graspers. The puncture site was closed with ovesco clip and another axios stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Note: it was reported that the axios stent was intended to be placed in the duodenum to treat a stenosis. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement to treat a stenosis in the duodenum.